Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3550-39, lot# n233456, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 355531, lot# n308040, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type screening device product ID 97714, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the high impedances on electrodes 0-7 and 8 caused a loss of effective/desired stimulation. It was noted that the patient recovered without sequela.

Event description:
It was reported, the patient¿s device was explanted on 2014 (B)(6) due to high impedances. It was found that contacts 0-7 and #8 were>40,000 ohms with impedance testing. It was reported that in (B)(6) 2014, the patient had a colonoscopy performed and upon turning their device back on after the procedure they noticed they were not getting the same areas of pain covered by their paresthesia. It was noted that a few weeks later the patient was reprogrammed around the high impedances. It was further reported the after x-rays and consulting with the implanting health care provider (hcp) and primary hcp the decision was made to replace the patient¿s system. It was reported, the patient is now very pleased and currently using their stimulation for pain management. It was noted that the system that was removed will be returned to the manufacturer for analysis.

Manufacturer narrative:
Upon review of additional information received the addition of a device code is needed. (B)(6). Analysis of the ins, serial #(B)(4), the ins was functionally okay with insignificant anomalies. Analysis of the lead, lot # v838755004, found the lead body was broken at the anchor site. Analysis of the lead, lot # v838755003, found the lead body was broken at the anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.